Manufacturer narrative:
The technician found the right retracting arm and bushings were worn. The technician replaced the retracting arm and bushings to repair the bed.

Event description:
The account alleged that the head section will not go down.